Event description:
It was reported that the patient had an advance sling implanted in 2011. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to unspecified reasons.